Manufacturer narrative:
The machine remains available for clinical use. The customer does not believe that the machine malfunctioned, and does not feel that it is necessary to have the prisma machine inspected by a gambro service technician. Neither the physician nor the nurse caring for the pt believes that any gambro product caused or contributed to the pt's demise.